Event description:
The surgeon reported a system message displayed during the procedure. The pt had a pre-existing ocular condition of a small tear in the retina, for which priority treatment was required. The system was switched out and the case was completed as planned. Add'l info from the surgeon stated the pt had a small retinal tear, which was not caused by an alcon product. However, if the retinal tear could not have been lasered that day, a retinal tear could have occurred. No pt injury was reported.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).